Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a revision surgery in which the artificial urinary sphincter (aus) was removed due to a leak from a hole in an unidentified place. A new device was not placed as the patient is deciding if he wants to have another aus in the future. There were no patient complications.

Manufacturer narrative:
Additional information: describe event or problem. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a revision surgery in which the artificial urinary sphincter (aus) was removed due to a leak from a hole in an unidentified place. There were no patient complications and the patient underwent a surgical procedure to implant a new aus system on (B)(6) 2022.